Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Concomitant medical products: item number: 00770302000, item description z.s.g.m. Cutter 2:1 ratio, lot number: 63681754, serial number: (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2019 revealed that the comb was damaged on the handle end. The cutter would not seat properly most likely causing the top of the unit to not close properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the comb was damaged on the handle end. This was causing the cutter to not properly seat in the device and was not allowing the top of the unit to close. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported through follow up and investigation that during surgery that it didn't close properly. There was an impact to the graft but it was able to be used and no additional graft was required. There was only a 1-15 minute delay in surgery and no harm to the patient. During the investigation, it was discovered that the graft was not cutting properly and the comb on the end of the handle was bent. No adverse events were reported as a result of this malfunction.